Event description:
The ICD involved in this MDR was implanted on (B)(6), 2008. During a follow-up performed on (B)(6), 2010 around 13:35, the "charge and shock" button was pressed to stop atrial fibrillation. After the charging indication was displayed on the screen, the "wait" indication showed up on the screen; however, no shock was delivered even after waiting for about 5 seconds. Therefore, "cancel" button was pressed and the atrial fibrillation was terminated by utilizing an external defibrillator. Analysis showed that a telemetry error occurred during the "charge and shock" procedure.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was mfg and used outside the us. Analysis is pending.